Manufacturer narrative:
Device evaluation: the resonance stent set devices of unknown lot # were not available for evaluation, therefore a document based investigation will be carried out. As the lot # of the resonance stent set device is unknown it is not possible to carry out a review of the manufacturing records. However, prior to distribution all resonance stent set devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert which accompanies this device (uro-p034-s17-r03) in the warning section instructs: "aterioureteral fistula formation between ureter and aorta or iliac artery may occur to patients with past history of pelvic operation or/and radiotherapy and long-term indwelling of ureteral stent." There is evidence to suggest the user did not follow the instructions for use which accompany this device. A definitive root cause could not be determined from the available information. A possible root cause can be attributed to a procedural related effect as per the japanese packaging insert which accompanies this device (uro-p034-s17-r03) fistula formation including arterioureteral fistula is a known complication associated with the use of the device. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial report, nephroureterectomy was conducted. There is no further information about the patient's condition. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Information pertaining to section b.3 as follows: date of event: (B)(6) 2020. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This follow-up MDR report being submitted due to receipt of additional information on 08-oct-2020. Additional information as follows: 1-a did anything have to be removed from the patient? (Yes. The resonance stent itself was removed.) 1-b if yes, from what part of the body and what instrument was used to remove it? - the resonance stent was removed transurethrally using the grasping forceps for cystoscope before performing nephroureterectomy. 2 current storage conditions - straged at the dealer's warehouse. 3 why was the stent removed? (Exchange? Or other issues?) - drainage difficulty. 4 what was the length of the indwell time? - 5-6 months (this one was the second one, so the total indwell time of resonance stents including the first one was 17-18 months.) 5 did the user attempt to attach the stent to the inserter before or after wire guide insertion? - unknown. 6 what wire guide did they use? - unknown. 7 did they attempt to attach the tapered end of the stent to the inserter? - unknown 8 was this device assembled outside of the body? Yes. 9-a did the device come with a pigtail straightener? Yes. 9-b if yes, was the pigtail straightener used? Yes. 1 was the stent stored in strong light (e.g. In a in a pyxis machine) or in direct sunlight? - no. 2 was there difficulty advancing the stent to the target location? - unknown. 3 how long was the stent in-dwelling? - 5-6 months. 4 what was used to remove the stent? - grasping forceps for cystoscope. 5-a how often was the stent checked during the in-dwelling time? - every 6 months 5-b what method was used? - kub, echo, blood test. 6 was the patient using calcium supplementation? - unknown. 7 was force required to remove the stent? Unknown. 8 was encrustation evident on the stent? Unknown. 9-a what is the source of the extrinsic compression? Cervical cancer and radiation therapy. 9-b if caused by a tumor, what is the tumor type? What is the stage of the tumor? - cervical cancer. B. Scc. Doctor's comment: the location of the fistula was definitely in the area where the urinary duct meet the sigmoid colon. Those may not meet under ordinary circumstances, but the organs' position of this patient might have changed due to hysterectomy for cervical cancer. Also, damaging urinary duct and surrounding organs caused by radiation therapy was possible. Long-time(1 year) placement of resonance stent might caused the development of the fistula, but I can't determine the exact cause. Initial report details: date unknown: the female patient underwent hysterectomy for cervical cancer and radiation therapy after hysterectomy. After that, hydronephrosis due to ureteral stenosis was developed and a polymer stent was placed. (B)(6) 2019: as a replacement with a previously placed polymer stent, a resonance metalic ureteral stent was placed transurethrally. (B)(6) 2020: the resonance stent was replaced with a new resonance stent. (B)(6) 2020: the patient felt sick. Some exams including contrast enhanced CT were conducted and the doctor confirmed intestine was imaged by contrast enhanced CT, so he suspected that ureteroenteric fistula had been developed. Then he performed endoscopic examination and confirmed a fistula was developed in the area where the urinary duct meet the sigmoid colon. Instead of gastrostomy, nephroureterectomy was conducted on the patient's wishes.

Manufacturer narrative:
Information pertaining as follows: date of event: (B)(6) 2020. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Date unknown: the female patient underwent hysterectomy for cervical cancer and radiation therapy after hysterectomy. After that, hydronephrosis due to ureteral stenosis was developed and a polymer stent was placed. (B)(6) 2019: as a replacement with a previously placed polymer stent, a resonance metalic ureteral stent was placed transuretharally. (B)(6) 2020: the resonance stent was replaced with a new resonance stent. (B)(6) 2020: the patient felt sick. Some exams including contrast enhanced CT were conducted and the doctor confirmed intestine was imaged by contrast enhanced CT, so he suspected that ureteroenteric fistula had been developed. Then he performed endoscopic examination and confirmed a fistula was developed in the area where the urinary duct meet the sigmoid colon. Instead of gastrostomy, nephroureterectomy was conducted on the patient's wishes.